Manufacturer narrative:
Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient developed left bundle branch block and intraventricular conduction delay. Two days post implant, the patient developed first-degree av block and later experience multiple episodes of syncope (with a pulse) but was unresponsive for brief periods. Intermittent episodes of ventricular tachycardia and then complete heart block were also reported; a transvenous pacer was emergently placed. Subsequently a permanent pacemaker was implanted five days post implant with no adverse patient effects.

Manufacturer narrative:
Corrected data: date MFR rec. The date was incorrectly entered as (B)(6) 2018 instead of (B)(6) 2018 on the follow-up report 2025587-201 4-00386 submitted for additional information received. The event aware date of (B)(6) 2014 submitted on the initial medwatch report remains correct. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.